Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during connection with the circuit, the catheter's hub was found to have a vertical crack. It was mentioned that the usage period was 1 year and 2 months. They had to use a three-way stopcock (t shape) between the connection part and the circuit so less load would be applied than that of directly connecting it. The three-way stopcocks were replaced once a week. Muskin was used for disinfection. There was no leak. A replacement catheter was inserted as a result of the event and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cannula of the catheter was cut in three places. The red and blue luer adapters appeared intact. The extension tubes, clamps and bifurcate hub appeared intact. The bifurcate hub was examined under a microscope and no cracks were observed. It was reported that the bifurcate was cracked, broken or leaking. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The product analysis detected an additional condition that was not related to the reported issue: the cannula was found to have a leak. The product analysis noted evidence that the device was not used as intended. This can occur when contact is made with a sharp surgical instrument during the clinical application. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.